Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided. If implanted; give date: not applicable, lens removed in the initial procedure. If explanted; give date: not applicable, lens removed within the initial procedure; therefore, not explanted in a secondary procedure. Initial reporter: a contact name was not provided. Telephone number: unknown, not provided. Device evaluation: the intraocular lens was not returned to the manufacturing site as it was destroyed by the customer. An investigation therefore, could not be completed and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The units were released according to specification in compliance with the product intended use as required. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no quality product deficiency was identified. Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was implanted and then removed because the capsule burst during the operation but reportedly was not caused by the lens. No further information was provided.